Event description:
No audible alarm was heard during programmed bolus. Delivery was made and pt had visual confirmation of delivery but no audible confirmation. Customer advised to call md for instructions on manual injections since no audible on errors could be heard.